Manufacturer narrative:
The other relevant components include: product ID: 8703w, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml compounded baclofen at 720mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient's 8703w pump connector piece tore when the hcp "pulled" where the suture was during a routine pump replacement for normal battery depletion/eri. The rep was inquiring what repair kit to use for the 8703w. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.